Manufacturer narrative:
Further information received from the sales rep confirmed this revision was not of stryker product.

Event description:
A primary revision surgery of a left uni knee to a total knee. Update: further information received from the sales rep confirmed this revision was not of stryker product.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown tibial component; cat# unknown; lot# unknown unknown insert; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
A primary revision surgery of a left uni knee to a total knee.